Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a qdot micro catheter and suffered a heart block. Initially, it was reported that the qdot micro catheter (lot #: 31623792l) was not visualized on the carto 3 system, and there were no metal values displayed for map. Prior to calling magnetic sensor error 105 was present for which they exchanged the interface cable and qdot catheter. The error was resolved and catheter loaded on the catheter screen, and they were able to ablate but still had no visualization of catheter. Then, while on the phone, error 105 returned. There was no spare tx eco cable available to exchange. They reloaded the application and resumed the study. They replied that reloading the carto 3 application resolved the issue and case was continued. Additional information received indicated that it was reported that they were on the avnrt portion of the procedure, a heart block was caused to the patient. The patient had a dual chamber pacemaker. This was discovered by seeing a heart block on the intracardiac signals and the atrium was no longer communicating with the ventricle. They confirmed through atrial pacing and no medical intervention was provided for the patient. The last known status of the patient was stable and discharged home. The bwi products in the body at the time of the event were a decanav catheter, qdot micro catheter, and vizigo sheath. They were able to continue and complete the case. A carto 3 system and ngen generator were used during the procedure. It was reported that after reloading the carto® 3 application, the 105 error and visualization issues were resolved with the qdot micro¿ catheter and they continued the case. The adverse event was assessed as MDR reportable under the qdot micro catheter. Visualization issue was assessed as non MDR reportable as the most likely consequence was procedure delay or cancellation. The magnetic sensor error 105 was assessed as non MDR reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 07-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31646335l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).